Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient opted for an explant 7 months post implant due to ineffective therapy. Additionally, patient reported pain, nausea, loss of function and weight loss after the device was implanted. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient has recovered without sequelae.